Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advanced stage of parkinson's disease. According to the complainant, on (B)(6) 2012, the j-tube became blocked. The j-tube has become blocked ten times during a two month period. According to the patient's physician, the patient has a nervous habit of fiddling with the j-tube. In addition, the nurses have been spinning the j-tube every time and there is a crust around the tube. The crust is inside the tube and consists of the carmellose that may stick to the tube due to insufficient rinsing. The nurse has been spinning the tube not due to the crust but due to the fact that they thought this was part of the procedure. The physician stated the duodopa treatment will continue and a new j-tube will be placed on (B)(6) 2012. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): blockage of j-tube. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.